Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with the message no disposable pump won¿t run. The pump displayed a reservoir volume of 15.9 ml, with a continuous infusion rate of 2.4 ml/hour, and a total of 95.1 ml had been delivered. Here was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction. B3 - date of event and h6 codes: updated. Device evaluation: customer reported the pump had been alarming no disposable; pump won't run. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.